Event description:
I've been a type 1 diabetic (t1d) for 50 years. I've used an insulin pump for 20 years and a continuous glucose monitoring (cgm) device for 11 years. I used medtronic insulin pumps for 18 years until 2017 when I started on (B)(6). My insulin pump was out of warranty and (B)(6) would only buy a tandem pump. I received my first tandem in (B)(6) 2018. I thought I was receiving a "new" pump but have been informed that (B)(6) pts can only received "refurbished" pups. The first tandem t:slim x2 pump lasted 10 months before it stopped working. The second "refurbished" (B)(6) 2019 lasted until (B)(6) 2019. The third "refurbished" pump lasted until (B)(6) 2019. The fourth refurbished pump lasted until (B)(6) 2019. I am now on my fifth tandem t:slim x2 refurbished pump in eighteen months. When the four pumps have stopped working, the pumps beep and then show a "malfunction" sign and code on the pump screen. The pump simply stops working and must be replaced. When I've called tandem to report the failure and share the "malfunction" code, I've been told that the code means there was a software failure - nothing that I did to the pump. These pump failures have happened while I've been shopping, volunteering in a school, in the middle of the night etc. Since I cannot survive without insulin delivery. I must set up my 7 y/o medtronic pump and set up my cgm device manually. Since it is not always possible to set up a whole new pump and cgm system while out in my community, my blood sugars have risen above 350 mg/dl until I can get to my back up system. This is unacceptable. I am a well controlled t1d and should be able to rely on an insulin delivery system that will not fail. I have sent tandem a letter expressing my concerns and request for a "new" not refurbished pump. I have never received any response. I finally contacted my regional supv who said he would look into my request, but that was a week ago and I still have not received any word. I hope that the FDA will look into this problem with the refurbished tandem t:slim x2 pump and rectify the situation for me and other t1d who use this pump. A refurbished pump has already failed once, so there is a higher probability it will fail again. I'm not sure why (B)(6) pts are given second rate equipment, but it sure hasn't worked for me. Tandem has the first three pumps sn(s) and model numbers of my pumps. My hemoglobin a1c tests have been 5.9% - 6.2% for the last 8 years. C-peptide verified t1d for (B)(6). FDA safety report ID# (B)(4).